Manufacturer narrative:
Explanted date - the device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the operator deployed the angio-seal device with the standard procedure as outlined in the IFU. After cutting the string, he noted that the device "did not work," and that the patient was bleeding from the femoral artery. Manual compression was applied to stop the bleeding. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on 17jan2020. The procedure performed prior to the use of the angio-seal device was a right lower extremity (rle) angio and runoff. A 6fr procedural sheath was used. All other equipment was out of the patient and the doctor was just using what was in the kit. There was no blood loss greater than 250 cc. Manual compression began immediately.